Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy procedure on an unknown date. During the procedure, the device worked for a while then it did not work. No further event information was known. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). (B)(4). Blade seized/stopped. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatches 2210968-2009-01008, 2210968-2009-01009, and 2210968-2009-01011. The same patient is represented in each medwatch.